Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the interrogation report was unable to be located due to the mobile programmer application being utilized instead of the remote monitoring application in error. It was noted that when the mobile programmer application was launched, an update prompt was received and completed. This update made the appearance of the application not as expected and the test strips were visible, however the report was unable to be printed. Troubleshooting steps were advised to resolve the issue by utilizing the remote monitoring application for the interrogation of a cardiovascular implantable electronic device (cied). It was further reported that an attempt had been made to use the remote monitoring application, however it was unable to interrogate and remained on continuous scanning and was unable to proceed. Further troubleshooting steps were advised to attempt to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction section h6: fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.